Event description:
It was reported via sales that an edwards bioprosthetic valve was explanted after an implant duration of approx. 7 years, due to stenosis and perivalvular leak. No additional information provided by the initial reporter.

Manufacturer narrative:
Additional manufacturer narrative: despite edwards request, the healthcare provider declined to provide any patient records or medical history. The explanted device has been arranged for return, however, it has not yet been received by edwards. Multiple follow up attempts to return the valve have been performed. Without device return and evaluation, the nature of the reported stenosis leading to this explant cannot be identified or determined. Bioprosthetic valve stenosis can be due to various mechanisms such as calcific tissue degeneration, non-calcific tissue degeneration, and/or non structural dysfunction (e.g. Pannus growth)...etc there has been no information to suggest a device quality deficiency related to this event. Additional information and findings will be reported once available.